Event description:
It was reported that the device could not be interrogated. The measured data in october 2006 was 2.60 v, 8 ua, 10.8 kohms with four months remaining longevity. The device was p-wave tracking at 65 ppm without magnet. The magnet rate was 94 ppm.